Event description:
Reportedly, the nurse reports that during follow-up of patient reply 446bn1cc on (B)(6) 2024 the programmer stopped working. The screen was frozen and was impossible to continue the follow-up. Then nurse extracted the battery to force a reset. In the meantime, patient follow-up was performed in the attached room with another programmer.

Manufacturer narrative:
The investigation led to the following observations: the pop-ups and/or programming menus and/or drop-down list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. This issue has been reproduced by the r&d team. The most likely hypothesis is a programmer software issue, and it is corrected with the new smartview version 3.18. The complaint is recorded for trending purposes.

Event description:
Reportedly, the nurse reports that during follow-up of patient reply 446 bn1 cc, on (B)(6) 2024, the programmer stopped working. The screen was frozen and was impossible to continue the follow-up. Then nurse extracted the battery to force a reset. In the meantime, patient follow-up was performed in the attached room with another programmer.